Manufacturer narrative:
Batch review performed on 24 july 2024. Lot 167315: (B)(4) items manufactured and released on 02-feb-2017. Expiration date: 2022-01-16. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had knee pain, due to laxity. Before explanting the 10mm insert, the surgeon observed that the insert screw had disassociated from the implant and migrated to the posterior capsule. At about 6 years and 10 months post primary the surgeon removed the screw and revised the 10mm sphere poly with a 14mm e-cross poly. The surgery was completed successfully. The agent was unable to confirm whether the torque limiting screwdriver was utilized in the primary surgery.